Manufacturer narrative:
Receipt of the device is pending. The investigation is currently in progress. Device not returned.

Event description:
It was reported that during retraction, the pebax jacket of the thin-walled guiding sheath allegedly detached. Reportedly, a surgical cut down using the same access site was made in the vessel in an attempt to retrieve the detached jacket; however, the health care provider (hcp) was unable to locate the detached segment. The hcp reportedly alleges that the detached segment may have potentially travelled down stream.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that during retraction, the pebax jacket of the thin-walled guiding sheath allegedly detached. There were no anomalies noted during the prep of the device. There was no damage noted to the packaging. The intended treatment site was the cfa. The patient was being treated for disease in the pt artery. An antegrade approach was made. A starter guidewire/amplatz super stiff, glidewire advantage was used. A quick cross (150cm), a seeker (90cm), a coyote (150cm) and an ultraverse 014 (150cm) were used. The sheath was then removed however the sheath came apart when removing from the body to hold pressure. Reportedly, a surgical cut down using the same access site was made in the vessel in an attempt to retrieve the detached jacket; however, the health care provider (hcp) was unable to locate the detached segment. The hcp reportedly alleges that the detached segment may have potentially travelled downstream. Guidewire access was maintained throughout the procedure. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was not returned for evaluation. The device was returned for evaluation. The device was visually inspected device under 4x-60x magnification by digital microscope camera the pebax jacket was damaged and the device was completely stretched and pulled. The braid was stretched to 450mm. The original size of the braid is 130mm. X 2 markerbands missing & pet tip missing. Braid wire pulled out of shaft and the strain relief is missing and was not returned with device. The inner clear strain relief is pinched at the valve entrance. The inner strain relief was cut with a blade to examine further inner tube. The result of the investigation is confirmed. Based upon the available information and investigation carried out a definitive root cause has not been determined. It is unknown if patient factors, handling or procedural techniques may have contributed to the reported event. Based on trending analysis performed no additional action is required at this time. However a CAPA has already been raised in our quality system to address recent halo product issues which have been reported. The IFU states: device description the halo one thin-walled guiding sheath is designed to perform as both a guiding sheath and introducer sheath. The halo one thin-walled guiding sheath consists of a thin-walled (1f wall thickness) sheath made from atraumatic distal tip. A . Indication for use: the halo one thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one thin-walled guiding sheath is not indicated for use in the neurovasculature nor the coronary vasculature. G. Instructions for use: equipment required . Sterile saline solution (heparinized) . Luer lock syringe/inflation device with manometer (10ml or larger) . 0.035" (0.89mm) guidewire. Halo one thin-walled guiding sheath preparation remove sheath from package. Verify the french size is suitable for the procedure and can accommodate the required procedural devices as labeled prior to use, the air in the sheath should be removed. To facilitate purging, select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with sterile saline solution. Prepare the lumen by connecting a syringe or inflate device with a 10 ml or larger capacity into the stopcock on the side-on the side-port of the sheath and flushing with sterile heparinized saline solution. In order to activate the hydrophilic coating (on the 45cm and 90cm sheath lengths), it is recommended to wed the halo one thin-walled guiding sheath with sterile saline solution immediately prior to its insertion in the body. Insert the provided vessel dilator through the hemostatic valve and click the dilator hub into place in the valve house. Prior to use, the air in the dilator lumen should be removed. To facilitate purging, select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with sterile saline solution. Prepare the lumen by connecting a syringe or inflation device with a 10 ml or larger capacity into the luer connector of the dilator hub and flushing with sterile heparinized saline solution. Use of the halo one thin-walled guiding sheath. At the operator's discretion, make a small skin incision at the puncture site with a surgical scalpel. Recommended for scar tissue at the access site. Backload the distal tip of the halo one thin-walled guiding sheath dilator over the pre-positioned guidewire and advance the tip to the introduction site. Advance the dilator and the sheath through the skin and over the wire to the site required within the vessel. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile saline, at all times.) Remove the dilator while ensuring the guidewire remains in place. Load the procedural device over the pre-positioned guidewire. Advance the procedural device through the sheath to the treatment site. Positioned the device relative to the lesion to be treatment. Withdraw the procedural device. Withdraw the sheath. Dispose of the single-use device. (B)(4).

Event description:
It was reported that during retraction, the pebax jacket of the thin-walled guiding sheath allegedly detached. There were no anomalies noted during the prep of the device. There was no damage noted to the packaging. The intended treatment site was the cfa. The patient was being treated for disease in the pt artery. An antegrade approach was made. A starter guidewire/amplatz super stiff, glidewire advantage was used. A quick cross (150cm), a seeker (90cm), a coyote (150cm) and a ultraverse 014 (150cm) were used. The sheath was then removed however the sheath came apart when removing from the body to hold pressure. Reportedly, a surgical cut down using the same access site was made in the vessel in an attempt to retrieve the detached jacket; however, the health care provider (hcp) was unable to locate the detached segment. The hcp reportedly alleges that the detached segment may have potentially travelled down stream. Guidewire access was maintained throughout the procedure.